Manufacturer narrative:
Trackwise # (B)(4). Updated sections: concomitant medical products, date received by MFR, type of report, follow up type, device evaluated by MFR, additional narrative. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hsiii aortic cutter tr unit 3.8mm. The lock was released as usual, the punch was lightly applied to the aorta and pushed, but it did not pierce, was not damaged, and was not punched, was not scratched, and did not open a hole. It seems that it is not a problem of aorta because a new one was opened and used.

Event description:
The hospital reported that during a coronary artery bypass procedure using hsiii aortic cutter tr unit 3.8mm. The lock was released as usual, the punch was lightly applied to the aorta and pushed, but it did not pierce, was not damaged, and was not punched, was not scratched, and did not open a hole. It seems that it is not a problem of aorta because a new one was opened and used.

Manufacturer narrative:
Trackwise # (B)(4). The cutter device was returned to the factory for evaluation on 20nov2019 and investigated on 08jan2020. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Sign of blood was observed on the handle of the cutter. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The cutter was in a deployed state with the actuation button approximately 1 inch inside the tool. No visual deformities were observed. Based upon the received condition of the device, the reported failure mode ¿failure to cut¿ was not confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hsiii aortic cutter tr unit 3.8mm. The lock was released as usual, the punch was lightly applied to the aorta and pushed, but it did not pierce, was not damaged, and was not punched, was not scratched, and did not open a hole. It seems that it is not a problem of aorta because a new one was opened and used.